Event description:
Additional information received: no patient involved.

Manufacturer narrative:
Other, other text: additional information- no patient involvement.

Manufacturer narrative:
One medfusion pump was received with the top case chipped and cracked. The event history log was reviewed and there was a supercap post error. The start-up process was conducted and the reported issue was able to be duplicated. The pump had a low profile black panasonic supercap. The mainboard was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a super cap error message. There was no reported adverse event.